Event description:
Vapotherm unit malfunctioned. Water was found under the door and on top of the filter- the patient dropped his sats, but recovered. The rt opened the door to trouble shoot and water continued to build up at the same site. A new unit was set up and placed on the patient.vaoptherm rep notified.